Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms and emitted tones. Technical services (ts) confirmed a transmission had been sent and directed the patient to the clinic. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received that surgical intervention was undertaken. An attempt was made to explant this electrode; however, the electrode was unable to be successfully explanted. The physician noted that the tip of the electrode had perforated down under the pectoral and below the ribs. The procedure was then abandoned, and therapy was left programmed off in the s-ICD. Surgical intervention was again undertaken eight days later. This electrode was successfully explanted and replaced. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms and emitted tones. Technical services (ts) confirmed a transmission had been sent and directed the patient to the clinic. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received that surgical intervention was undertaken. An attempt was made to explant this electrode; however, the electrode was unable to be successfully explanted. The physician noted that the tip of the electrode had perforated down under the pectoral and below the ribs. The procedure was then abandoned, and therapy was left programmed off in the s-ICD. Surgical intervention was again undertaken eight days later. This electrode was successfully explanted and replaced. The s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that upon further review, the cause of the perforation was found to be related to the tunneling tool.

Manufacturer narrative:
Correction to field h1: type of reportable event from malfunction to serious injury.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms and emitted tones. Technical services (ts) confirmed a transmission had been sent and directed the patient to the clinic. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned; therefore, the allegations in this complaint has not been confirmed by testing or analysis. The objective field input which suggested that the tunneling tool was introduced beyond the subcutaneous space resulting in perforation during the implant procedure. Unintended use error likely caused or contributed to this event. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms and emitted tones. Technical services (ts) confirmed a transmission had been sent and directed the patient to the clinic. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received that surgical intervention was undertaken. An attempt was made to explant this electrode; however, the electrode was unable to be successfully explanted. The physician noted that the tip of the electrode had perforated down under the pectoral and below the ribs. The procedure was then abandoned, and therapy was left programmed off in the s-ICD. Surgical intervention was again undertaken eight days later. This electrode was successfully explanted and replaced. The s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that upon further review, the cause of the perforation was found to be related to the tunneling tool.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms and emitted tones. Technical services (ts) confirmed a transmission had been sent and directed the patient to the clinic. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received that surgical intervention was undertaken. An attempt was made to explant this electrode; however, the electrode was unable to be successfully explanted. The physician noted that the tip of the electrode had perforated down under the pectoral and below the ribs. The procedure was then abandoned, and therapy was left programmed off in the s-ICD. Surgical intervention was again undertaken eight days later. This electrode was successfully explanted and replaced. The s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that upon further review, the cause of the perforation was found to be related to the tunneling tool.